Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) showed no anomalies. Visual inspection revealed atrial grommet damage, a damaged set screw, and foreign material in the set screw.

Event description:
It was reported during the implant procedure that there was a "setscrew issue." The device was not implanted. No patient complications have been reported as a result of this event.